Event description:
New information received notes that the patient was discharged after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, loss of capture, low impedance and under-sensing were observed on the right atrial lead. The lead was capped and replaced on (B)(6) 2019.